Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the available information the cause for the reported mitral stenosis (ms), dyspnea and heart failure cannot be determined. Ms, dyspnea and heart failure are listed in the instructions for use as known possible complications associated with mitraclip procedures. The reported hospitalization and surgical intervention are results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report mitral stenosis and heart failure it was reported that on (B)(6) 2022, a mitraclip procedure was performed to treat degenerative mitral regurgitation with a grade of 4. It was noted the pre procedure gradient was 4mmhg. An ntw clip was inserted and deployed on the mitral valve, reducing mr to a grade of 3. The gradient increased to 6mmhg, but the physician was satisfied with the results of the procedure. On (B)(6) 2022, the patient returned to the hospital due to heart failure and shortness of breath. The clip remained stable, but the gradient increased to 17mmhg. Mr remained at a grade of 3. On (B)(6) 2022, mitral valve replacement was successfully performed. No additional information was provided.